Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, on thursday, (B)(6) 2025, the PICC instructor performed a tubing in the outpatient clinic and opened the package to inspect the catheter set and found that the tip of the catheter had a raised black spot that would not wipe off. Therefore, the client reopened the new package and performed a PICC puncture on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material on the catheter is confirmed; however, the exact cause is unknown. Three photographs of a 4 fr groshong nxt clearvue were returned for evaluation. An initial visual observation of the photographs showed black foreign material near the tip of the catheter. The material was observed to be located on the blue portion of the catheter. No obvious use residue was observed on the sample in the returned photographs. No additional damage to the catheter was observed in the returned photographs. The complaint of foreign material was confirmed; however, the cause is unknown. The report of foreign material has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. This complaint will be recorded for future trending and monitoring purposes.